Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thorascopic lobectomy, on the first firing on pulmonary artery resection, the surgeon pushed the center control button down and started firing the device. However, the device suddenly stopped at the first force mode and the knife did not advance to the distal end. The surgeon noted that the vein was stapled properly and the tissue was not thick. They used another device to continue. There was no patient injury.